Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states the patient was admitted to emergency room for high blood glucose and high ketones level event on 27-july-2024. The blood glucose reported during the event was 930 mg/dl and patient address it by correction bolus via pump. During hospitalization patient was treated by insulin drips and antibiotic. No further information was available.